Event description:
It was reported that the pump screen was dark and not turning on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to try various troubleshooting steps, including confirming the pump was not plugged in and attempting to turn it on by pressing the button. However, the screen remained unresponsive, with a red led blinking and the pump vibrating every three minutes. As a result, technical support decided to replace the pump, even though it was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.